Manufacturer narrative:
(B)(4). No product will be returned by customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of the reported failure was not identified.

Event description:
The customer reported a possible back check valve failure. There was no report of harm to patient or medical intervention. No further patient or event information was provided.